Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a detached sensor wire that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother stated that the sensor wire was believed to be left in the skin, at the site of insertion, upon removal of the sensor. No portion of the sensor wire was visible on the underside of the sensor pod. Patient's mother stated she was able to see the wire under the skin. Patient was taken to the doctor on (B)(6) 2016 and an x-ray was performed. The x-ray confirmed that the sensor wire was under the skin. Doctor advised that they watch the site for infection and if any developed, to see a surgeon. At the time of contact, the patient was a little sore, but there were no complications expected. Additional event or patient information was not provided. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.